Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the cartridge and resumed insulin. There were frequent and recurring occlusion issues, prompting a follow-up request for additional assistance.